Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient faced infusion set's tubing detachment event on (B)(6) 2024. The site of detachment was from connector. The infusion set was in use for less than 12 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007291, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007291 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 5 on 24/may/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4e02677 was manufactured according to the wi version 11 manufactured in the machine igtl01, on 17/may/2024, with a total of (B)(4) units. The lot 4e02678 was manufactured according to the wi version 11 manufactured in the machine igtl01, on 21/may/2024, with a total of (B)(4) units. The lot 4c05838 was manufactured according to the wi version 11 manufactured in the machine igtl02, on 31/mar/2024, with a total of (B)(4) units. The lot 4d02582 was manufactured according to the wi version 63 manufactured in the machine sc01, on 22/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.